Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient dislocated and he was brought into the emergency room. Via x-ray, it was noticed that there was something wrong. Patient was brought in for revision. During revision, it was discovered that the poly was disassociated from the ceramic head. It was unclear if the patient suffered a fall."